Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to difference between blood glucose and sensor glucose values, also experienced hyperglycemia. The customer reported blood glucose value of 15 mg/dl. The customer was taken to emergency room visit and treated with glucose tablets for hypoglycemia event. The reported hyperglycemia was treated with insulin pump. The event involved products mmt-1884, mmt-7040a, mmt-7841zn, mmt-242a and mmt-332a. Troubleshooting was partially performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 0 mg/dl and sensor glucose value was 300 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 300 mg/dl and it was beyond acceptable range. Advised sensor may no longer be responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section h6 - removed hecc 2418 with heic 2199 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per medical review comments, the customer reported unknown blood glucose value at the time of event.